Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system (vh-4000) would not activate. The power supply would not make the audible sound. The extension cable was switched out at first, and then the power supply was switched out. The procedure was completed using a new vh-4000. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no signs of clinical usage, no non conformities, and no evidence of blood. Resistance measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform as expected during the device activation, it would not power up. The handle was opened up and it was observed that the heater wire was detached from the switch weld. Based upon this observation and the functional test, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).